Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and the cartridge did not fit onto the pump. During troubleshooting with tandem technical support, the malfunction alarm was cleared. The customer switched to another pump and resumed insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified, however the cart: installation/removal-unable to install issue could not be verified.